Event description:
The customer alleged the unit¿s castor came off the support and it was very difficult to handle. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
According to the technician, during the last preventative maintenance service in june 2023, 4 golvo wheels were installed on the lift which are not suitable for sabina lifts. This has damaged the vice pitch which prevents the castors from being fixed. The equipment cannot be repaired. A quote for a replacement lift will be sent to the customer. The technician determined that the fault was due to incorrect fixing of castors. The sabina lift should be subject to periodic inspection at least once per year according to the device IFU, (7en155106 rev. 2). It is unknown if the account performed any preventative maintenance on this lift. The periodic inspection for mobile lifts and sit-to-stand lifts (3en371001, rev 5) states: 3 castors - wheels: roll the lift along the floor surface and check to ensure that the distance between the wheels and the floor does not exceed 6mm / 0.24 inch. Although the reported event did not result in a serious injury, the report of a castor falling off during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction